Event description:
It was reported that an ilet user asked about infusion set expiration and experienced a faster-than-expected decline in blood glucose after consuming sugar, with a separate earlier hyperglycemic episode after breakfast that subsequently returned to a normal range. Symptoms included fluctuating blood glucose with hyperglycemia followed by a downward trend in glucose. Outcomes included user education and troubleshooting with recommendations to maintain fast-acting carbohydrate on hand and to follow up with a healthcare provider. Investigation included case review and user education regarding infusion set change intervals. Investigation of this case revealed no device malfunction, alarm, or hardware issue, and the event was consistent with glycemic variability and user management considerations. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to individual glycemic response rather than a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.